Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and cardiac perforation. As received a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. After cleaning the blood and tissue from the helix, the helix could be extended and retracted by applying torque to the connector pin, the full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
Additional information received indicated that the right ventricular (rv) lead was also dislodged.

Event description:
It was reported that the patient presented to the emergency room with symptom of chest pain. A computed tomography (CT) scan was performed and discovered that their right ventricular (rv) lead had caused cardiac perforation and a small pericardial effusion. The rv lead was attempted to be repositioned but was unsuccessful due to high capture thresholds. The rv lead was explanted and replaced. The patient was stable throughout.